Event description:
A materials manager reported that a few blades were dull in previous cases. There was no pt harm reported. Additional info has been requested.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the dull knife experienced by the customer cannot be determined. Some potential causes are reuse, improper handling, or contact with another instrument on the instrument tray during procedure set up. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).